Event description:
It was reported that the customer rec'd multiple occlusion alarms. The customer's blood glucose level was between 160-200 mg/dl with a high a1-c. The customer declined the offer from tandem technical support to troubleshoot to determine a possible cause of the occlusions.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant information become available a supplemental report will be submitted.